Event description:
A report was received that device analysis of a returned lead revealed that a visual inspection found the lead body was fractured and completely separated right at the retention sleeve. Cables are exposed at the fracture site. It appears that the lead proximal end was kinked or bent at the retention sleeve and it resulted in the lead damage. It could not be determined if damage occurred during the trial or during the permanent implant. The physician indicated that the trial was successful.

Event description:
A report was received that device analysis of a returned lead revealed that a visual inspection found the lead body was fractured and completely separated right at the retention sleeve. Cables are exposed at the fracture site. It appears that the lead proximal end was kinked or bent at the retention sleeve and it resulted in the lead damage. It could not be determined if damage occurred during the trial or during the permanent implant. The physician indicated that the trial was successful.